Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 52 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the low blood glucose with carb intake. The customer reported having issues with the insulin pump connecting with transmitter. The insulin pump will not return for analysis. It was not stated if the auto mode feature was in use.